Event description:
Pt with history of breast cancer underwent bilateral mastectomies and tissue expander placement on (B)(6) 2013. In the postoperative period, it was noted that the right breast tissue expander was not holding its volume and had become deflated. The pt returned to the operating room on (B)(6) 2013 and the right breast tissue expander was removed and replaced.